Event description:
It was reported that the device was giving low pressure alarm during last use. Additional info received via email 10-nov-2022. Event occurred during a sleep study. The sleep had the same demise regardless of vent malfunction or not. Users swapped to other vent.

Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found no apparent physical damages, only minor scratch marks on the housing. Functional testing found the device alarms low pressure only as intended. The low pressure alarm only triggered once the pressure was below the patient pressure cycling specs. Device passed all functional testing. No problem found. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).